Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the first time she had the device implanted, the "thread broke" in the patient's spine and the patient had to have an emergency surgery. The implant was then removed and implanted in the patient's back. This occurred in (B)(6) 2015. Relevant medical history included spinal pain.